Event description:
The licox was reading a true pbto2 while the bedside monitor is reading at least 3 and up to 10 numbers off the true licox number.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.